Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy procedure performed on (B)(6)2024. During the procedure, the clip was able to grasp and lock onto the tissue; however, the clip did not deploy properly and then "sluffed" off the tissue. The procedure was completed with another resolution clip. There were no patient complications have been reported due to this event. It was reported that the patient was expected to fully recover.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the suspected device lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.